Manufacturer narrative:
The customer has confirmed that only one sample was involved. This sample was initially reported as sample 2. Data for the complained sample: the initially resulted in a troponin t value of 19.75 ng/l on (B)(6) 2023. The sample was repeated twice, resulting in values of 13.16 ng/l on (B)(6) 2023 and 13.69 ng/l.

Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). Calibration signals were within expectations. Quality controls were within range on the day of the event. The sample centrifugation conditions were not performed as recommended by the tube manufacturer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs stat on a cobas 8000 e 602 module. The first sample initially resulted in a troponin t value of 15.31 ng/l. The sample was repeated twice, resulting in values of 5.17 ng/l and 5.27 ng/ml. The second sample initially resulted in a troponin t value of 19.75 ng/l on (B)(6) 2023. The sample was repeated twice, resulting in values of 13.16 ng/l on (B)(6) 2023 and 13.69 ng/l.

Manufacturer narrative:
Calibration signals were within expectations. Quality controls were within range on the day of the event. A general reagent issue was not present as controls were within range prior to sample measurement. The sample centrifugation conditions were not performed as recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.